Event description:
A report was received that the night after being implanted the patient required a urinary catheter as she was unable to pass urine. The event was procedure related. The patient is reportedly doing well.